Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
The customer reported a high internal oxygen alarm. There was patient involvement but no patient harm. The field service engineer could not duplicate the problem. He ran the unit at set parameters for 30 minutes. The unit cycled normally without alarming. The cooling fans were operational, and there was no evidence of an oxygen leak. The field service engineer noted a high internal oxygen alarm code in the log, verifying the customer's report. The unit failed an extended self-test with a crossover circuit and generated a check valve 2 (cv2) leak error code. The field service engineer replaced the cv2, and re-tested the device. The device met performance specification, and no other problems were found.